Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the first obtuse marginal artery. A 300cm luge guide wire was successfully advanced to the lesion however during advancement, it was noted that the wire had prolapsed and had folded upon itself. The physician was able to successfully deliver stents over the wire. Upon completion of the procedure, the wire was pulled back however, the wire broke into two pieces at the transition point of the radiopaque tip. The proximal portion of the wire was removed but the distal radiopaque portion remained in the vessel inside the patient. The procedure was completed. No patient complications were reported. The patient was asymptomatic and was stable with no chest pain.

Manufacturer narrative:
Device evaluated by MFR: unit returned with its original pouch. The device had the distal tip detached by tension overload from the proximal section. The distal tip was not returned. Outer diameter of the distal end, middle of the device and proximal section were within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment occurred. The target lesion was located in the first obtuse marginal artery. A 300cm luge guide wire was successfully advanced to the lesion however during advancement, it was noted that the wire had prolapsed and had folded upon itself. The physician was able to successfully deliver stents over the wire. Upon completion of the procedure, the wire was pulled back however, the wire broke into two pieces at the transition point of the radiopaque tip. The proximal portion of the wire was removed but the distal radiopaque portion remained in the vessel inside the patient. The procedure was completed. No patient complications were reported. The patient was asymptomatic and was stable with no chest pain.